Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Hemorrhage and hematoma are listed in the perclose proglide instructions for use. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 7f sheath after an embolization interventional procedure. Reportedly, no issues were noted during deployment of the proglide device. After knot advancement, the knot pusher was removed to complete knot advancement with the suture trimmer, a huge gush of blood came out from the puncture site and a hematoma developed. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.